Manufacturer narrative:
Device investigation narrative - one (B)(4) fast-fix 360 curved needle delivery system device returned. The device was received in fair condition. The device was returned with t1, t2 and suture separated from the delivery needle. These are used as well. The device has a slight twist of the delivery needle. Under warnings the IFU states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ the device actuates and cycles. Both t¿s have been knotted up in the suture. T1 has been knotted lengthwise around the implant which can hinder anchoring. T2 has been pulled back forcefully creasing the implant around the middle, into a ¿v¿ shape. No manufacturing issue found to support the complaint. Added device manufacture date. Device returned for evaluation. Device evaluated by the manufacturer. Evaluation codes updated. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant did not deploy. No information available as to which implant did not deploy. It was reported that the medial meniscus was torn and a partial meniscectomy was required. A backup device was available to complete the procedure. A short delay of less than 30 minutes was reported.